Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user lowered the laser power from 120% firing power to 100% but it did not help with dissipating the blue pixels. There were no patient complications reported in relation to this event.